Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the plastic sleeve was torn when it pulling out. Since the sleeve could not be removed entirely from the body, the surgeon decided to remove the sling completely. The procedure was aborted. An MRI was done and there was no sheath found in the body and no inflammation. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.